Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridges leaked from the septum. Reportedly, the cartridge was filled with 200 units. A new cartridge was successfully loaded to address the event. The customer's blood glucose (bg) level was 380 mg/dl. Reportedly, the contact administered the manual injection. However, the contact typically administered manual injections for the customer.